Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins could not be interrogated. The physician programmer and patient controller did not get contact to the ins. It was noted that there were no external factors that may have caused or contributed to the issue, and no solution was known. The issue was not resolved as of (B)(6) 2019. No surgical intervention occurred, and it was unknown if surgical intervention was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use. Additional information was received from a rep. It was reported that the ins was not in an over-discharged state. The patient controller was decoupled from the ins so they could not perform a reset of the ins. The patient controller could not be coupled again to the ins since it did not find the ins. The rep asked if it was possible to use another patient controller that was coupled to a differ ent ins to send the reset command, or if the reset command was specific to the ins and could only be performed with the coupled patient programmer. Additional information was received from a rep. It was reported that when palpating the ins implant location, it seemed to be no deeper than the allowed 3 centimeters (cm), probably somewhere between 1-3 cm. There was no swelling at the pocket. The recharger could not detect the ins, and there was no recharging possible. None of the external devices got contact to the ins. Additional information was received from the rep. The rep clarified that the recharger connection strength was around 90-95. Blind recharging was performed four times in a row, so for 40 minutes, but the ins remained unresponsive. The next troubleshooting appointment was scheduled for (B)(6) 2019. Additional information was received from a rep. It was reported that troubleshooting was ongoing as of (B)(6) 2019. The cause of the inability to interrogate the ins had not been determined. Since the ins was not working, pain symptoms returned (back and leg pain). It was noted that this information was confirmed with the physician/account. Additional information was received from a rep. It was reported that on (B)(6) 2019 they tried to use the physician recharge mode (prm) to get contact to the ins. This was done several times without success as no normal recharge menu opened. The incision was opened, the ins was taken out of the patient, and the prm mode was used again for three times without success. After that, the ins was replaced by a new one. The patient was able to recharge and program the new ins without issues. It was noted that the ins, patient controller, and recharger would be sent to the manufacturer for analysis. No further complications were anticipated.

Manufacturer narrative:
Please note, method code and result code no longer apply to this report. Analysis of the returned ins (serial # (B)(4)) found no anomaly. Visual inspection of the ins did not reveal any significant anomalies. The connector module/cover was visibly scratched. Foreign material was observed in the connector ports. The grommet, setscrew, and shield/can were visually ok. Initial examination confirmed a no output and no telemetry condition. Approximately four minutes of passive recharging was needed, and the ins recovered normally with a normal recharge starting. A normal recharge was performed at room temperature with a 1 cm spacing between the ins and the recharge antenna. No recharge issues were observed. The ins failed functional testing because the power on reset (por) rollover flag was set. The rollover flag was cleared with a lab programmer prior to retesting where he ins passed a series of defined and qualified automated functional tests. Telemetry tested ok. Good stable output was observed. There were no issues observed when pressure was applied to the ins can. If information is provided in the future, a supplemental report will be issued.